Manufacturer narrative:
(B)(4). Release button. The analysis results showed that one ec60 device was returned in good visual condition and with a partially fired reload loaded on the device. The firing mechanism was noted to be damaged as the knife was noted to be in the home position and the three stroke indicator was between 1 and 2; therefore no functional test could be performed. The device was disassembled to verify the condition of the internal components and the release button and several idler gear teeth were noted to be damaged, in addition the idler gear and indicator gear were noted to be desynchronized. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open.

Event description:
It was reported that during a gastric bypass procedure, the stapler blocker after the third firing. The surgeon used two white reloads on the entero-entero anastomose. When using the first blue reload on the stomach the device blocked. The surgeon could not open it anymore, not even with release lever. They had to staple it free with five more reloads around the blocked echelon; therefore, they placed an extra trocar. There were no adverse consequences for the patient. Additional followup: what colour reloads were used to staple the blocked echelon free? Blue. Did the device cut and staple, only one of these actions or nothing in all? Blocked during 3 stapling, first 2 were perfect. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Did the surgeon see any staples, malformed, unformed of no staples at all? No problems were seen. On what tissue type was the device used? At what location on the tissue? First 2 staplings on jejunum. Third stapling on stomach - horizontal stapling line to create pouch. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Is there any other additional information you would like to share about this device or procedure? Bariatric procedure in a hospital where they have more than 400 procedures a year. Was the user trained, how many procedures did he/she already perform with this device? Yes, he did already more than 1000 procedures with echelon. What is the age and sex of the patient? Surgeon couldn't remember. What is the current status of the patient? There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.